Event description:
This spontaneous report was received on (B)(6) 2012, from consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach toothbrush unspecified, for dental cleaning (route dental, lot number 19211sg, frequency and expiration date unspecified). After an unspecified duration the consumer noticed that the toothbrush snapped in two while using. The report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2012, from consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach toothbrush unspecified, for dental cleaning (route dental, lot number 19211sg, frequency and expiration date unspecified). After an unspecified duration the consumer noticed that the toothbrush snapped in two while using. The report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(6) 2013. Based upon acceptable manufacturing/facility issue review, due to lack of a sample and no adverse trends the complaint could not be confirmed and a root cause could not be determined for this complaint. The complaint trends would continue to be monitored. The device name was updated from reach toothbrush unspecified to reach total care plus whitening toothbrush and lot number was updated from 19211sg to 19211sg s3. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2012, from consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach toothbrush unspecified, for dental cleaning (route dental, lot number 19211sg, frequency and expiration date unspecified). After an unspecified duration the consumer noticed that the toothbrush snapped in two while using. The report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on 07-jan and 17-jan-2013. Based upon acceptable manufacturing/facility issue review, due to lack of a sample and no adverse trends the complaint could not be confirmed and a root cause could not be determined for this complaint. The complaint trends would continue to be monitored. The device name was updated from reach toothbrush unspecified to reach total care plus whitening toothbrush and lot number was updated from 19211sg to 19211sg s3. This report remains a reportable malfunction case in the united states. Additional information received on 04-mar-2013. A review of the trending data revealed an increase and was attributed to increase in shipment quantity. Device history review was acceptable. There were no related manufacturing or facility issues found and there were no changes made to the design, formula, packaging or labeling. Retain sample was evaluated and met specification. One toothbrush lot 19211sg s3 was received. The evaluation of the returned complaint sample concluded that the issue was not caused by a manufacturing occurrence. Based upon an acceptable document review and acceptable retain evaluation, a root cause could not be determined for this complaint. The returned sample was broken. The complaint could not be attributed to a manufacturing defect. Complaint trends would continue to be monitored. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(4) 2012, from consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach toothbrush unspecified, for dental cleaning (route dental, lot number 19211sg, frequency and expiration date unspecified). After an unspecified duration the consumer noticed that the toothbrush snapped in two while using. The report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(4) 2013. Based upon acceptable manufacturing/facility issue review, due to lack of a sample and no adverse trends the complaint could not be confirmed and a root cause could not be determined for this complaint. The complaint trends would continue to be monitored. The device name was updated from reach toothbrush unspecified to reach total care plus whitening toothbrush and lot number was updated from 19211sg to 19211sg s3. This report remains a reportable malfunction case in the united states. Additional information received on (B)(4) 2013. A review of the trending data revealed an increase and was attributed to increase in shipment quantity. Device history review was acceptable. There were no related manufacturing or facility issues found and there were no changes made to the design, formula, packaging or labeling. Retain sample was evaluated and met specification. One toothbrush lot 19211sg s3 was received. The evaluation of the returned complaint sample concluded that the issue was not caused by a manufacturing occurrence. Based upon an acceptable document review and acceptable retain evaluation, a root cause could not be determined for this complaint. The returned sample was broken. The complaint could not be attributed to a manufacturing defect. Complaint trends would continue to be monitored. This report remains a reportable malfunction case in the united states. Additional information received on (B)(4) 2013. An updated sample evaluation report was received from manufacturer on (B)(4) 2013. The manufacturing review and evaluation of the returned complaint sample concluded that the issue was not caused by a manufacturing occurrence. Although this complaint was confirmed due to the returned sample, the disposition of this complaint shall be not confirmed as it cannot be attributed to a manufacturing defect. Complaint trends would continue to be monitored. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is (B)(4) 2013. This closes out this report unless other additional significant information is received.